Event description:
It was reported that the patient presented to the emergency room due to inappropriate shocks. Both the right and left ventricular leads were t-wave oversensing. Both leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.